Event description:
Related manufacturer reference number: 2017865-2023-93174. Related manufacturer reference number: 2017865-2023-93176. It was reported that the patient presented for a follow-up in clinic with the pocket infection and the skin of the device pocket appearing red, swollen, and experiencing discharge. Additionally, vegetation was visualized on the right atrial (ra) lead and right ventricular (rv) lead after the leads were extracted. The physician explanted the active system - implantable cardioverter defibrillator (ICD), right atrial lead and the right ventricular lead due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.